Event description:
Additional information received reported the patient was receiving effective therapy since the pump replacement. It was noted the patient had had an MRI six months prior, in june, but ¿no issue at that time¿.

Manufacturer narrative:
Product ID: neu_ptm_prog, product type: programmer. (B)(4).

Event description:
It was reported that the health care provider (hcp) refilled the patient¿s pump the day prior to the report date without issues. The hcp had programmed a patient activation ¿(2 bolus/ 24h00)¿. The patient then called that afternoon and described a non-critical alarm and personal therapy manager (ptm) error codes. The ptm displayed 0617 and 8476 error codes indicating an uplink error and motor stall. It was unknown if action was required as a result of the event and there were no patient symptoms or complications. The device system was used to deliver morphine. It was later reported that the pump was to be replaced on (B)(6) 2013. There was a critical alarm and motor stall. The patient experienced increased pain and ¿therapy non effective¿. The pump was to be returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found a feedthru anomaly with the motor, shorting across the insulator was seen.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.